Event description:
The info received from the reporter indicated that during inventory inspection, four sakura fire star balloons were found with "foreign matter inside the sterilized pouch". The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is available for eval; however, it has not yet been returned for analysis. Add'l info will be submitted within 30 days from receipt of add'l info. This is one of four products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2009-01650, 9616099-2009-01651, and 9616099-2009-01652. See scanned page.

Manufacturer narrative:
Please note that the product was not returned for evaluation. This is one of four products involved with the reported event .the associated manufacturer report numbers are 9616099-2009-01649, 9616099-2009-01650, 9616099-2009-01651, and 9616099-2009-01652. During incoming inspections of firestar and durastar ptca balloon catheters, "foreign matter" was found inside the sterile pouch. The pouch seals were intact. The products were not used and no patient injury occurred. The product was not returned for evaluation, however, photos were returned that showed a black fiber-like contaminant in the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based upon the photos that were returned for evaluation, the complaints are considered confirmed and are related to the manufacturing process. (B)(4) was opened to address this issue.